Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 596 mg/dl. The customer was treated for high blood glucose with insulin through pump and shots. After the troubleshooting was done, customer was advised to run a self test and it passed. The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 41 mg/dl. The customer was treated with orange juice. The patient was experiencing low blood glucose for 3 weeks. After the troubleshooting was done, customer was advised that the device passed low blood glucose troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.